Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with not running on ac power was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty power supply. Appropriate action was taken to correct the reported problem by replacing the main power supply. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion was not recognizing ac power; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module master software version is unknown.